Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Device interrogation revealed multiple episodes of inappropriate magnet response on the pulse generator since (B)(6) 2016. No intervention was performed. The patient would continue to be monitored.